Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had several damaged sensors. Caller stated that one sensor broke when it was inserted. Blood glucose level at the time of the incident was 60 mg/dl. The sensor was not replaced or returned for analysis.